Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia on telemetry. The right ventricular (rv) lead exhibited chronic high impedance and capture threshold. The implantable pulse generator (ipg) was explanted and replaced with a leadless implantable pulse generator (ipg). The rv lead was capped. No further patient complications have been reported as a result of this event.